Manufacturer narrative:
Concomitant product: 4068-45 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.